Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The shaft of the inserter was broken at the laser marking during the insertion into the patient¿s bone hole. The bone hole was prepared with 4.5 mm healix advanced br awl in advance. It was reported the difficulty of the insertion because the patient¿s bone was hard. The placement of the anchor could not be completed since it was not fully inserted into the bone hole as the breakage was noted. Therefore, the surgeon tried to place it again with a forceps. Then, the anchor was broken during this insertion. The broken inserter and anchor were all removed from the patient¿s body. The backup device (5.5 healix advance br) was inserted to the same bone hole enlarged by the 5.5 mm healix advanced br awl and the procedure was completed.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that the inserter tip weld broke. This issue has been brought to supplier's attention and being investigated under mitek non-conformance. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Should further information be provided in future, this complaint will be reopened and evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The shaft of the inserter was broken at the laser marking during the insertion into the patient&#62688;bone hole. The bone hole was prepared with 4.5 mm healix advanced br awl in advance. It was reported the difficulty of the insertion because the patient's bone was hard. The placement of the anchor could not be completed since it was not fully inserted into the bone hole as the breakage was noted. Therefore, the surgeon tried to place it again with a forceps. Then, the anchor was broken during this insertion. The broken inserter and anchor were all removed from the patient's body. The backup device (5.5 healix advance br) was inserted to the same bone hole enlarged by the 5.5 mm healix advanced br awl and the procedure was completed.